Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed during the prime/rewind process. Troubleshooting was performed, and the drive support cap appears to be normal. However, the customer did recall pressing the cap back while connected. Advised the caller to discontinue the use of the device. No further information was provided.